Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's guardian reported left side rupture. Device has been explanted and replaced.

Event description:
Patient's guardian reported left side rupture. Device has been explanted and replaced.

Event description:
Patient's guardian reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 2205407 and catalog number 120-260. Rupture: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/03/2024.

Event description:
Patient's guardian reported left side rupture. Device has been explanted and replaced.

Event description:
Patient's guardian reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings during the analysis. As per the investigation procedure deformation, wear abrasion, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.